Event description:
Pt was treated in 2004. Thermage was notified of event in 2004. While the dr was treating on the left side of the neck, the pt felt a sharp pain, which ran from face to arm. A few days later the pt was unable to lift arm pass a certain point. The pt reported the issue to the dr in 2004 during a follow-up visit. Most current follow-up from pt visit to the dr in 2004. The pt sustained trapezius muscle atrophy, numbness in shoulder area, inability to lift arm for several days. Dr believes that pt sustained heat injury to cervical spine accessory nerve. Pt has gone to physical therapy and is completly better now.